Manufacturer narrative:
2020-03-06: life cycle engineering (lce) performed the investigation according to report #lce04242 with the following outcome: the device under testing (dut)was visually inspected; no damaged or missing components were spotted. The dut was put in operation and the error could be reproduced. The most probable root cause of the described error is a loose connection in the conductive path from voltage supply +12v to the voltage regulator ic5. Thus the reported failure "safety-s error" could be confirmed. The reported failure "safety-s error" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal reference: (B)(4) onesupp (B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. According to the service protocol the device has been checked by maquet field service technician and found ok. The safety board was replaced and device is tested ok. The reported failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
As stated by the field service technician: "hl20 pump head serial number (B)(4) it was show the error name safety_s." No harm to patient was reported. Internal reference: (B)(4).